Manufacturer narrative:
No unexpected motor error alarms were noted. The pump passed the displacement, rewind and basic occlusion tests. The motor was tested outside of the device and it passed. Unable to prime during the prime test due to a faulty force sensor resistor. The pump had a cracked lcd window, a cracked case at the display window corners, a partially broken off reservoir tube lip, a cracked reservoir tube window, a cracked reservoir tube, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm and a motor position encoder error alarm. Customer's blood glucose was 222 mg/dl. Customer reported the device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.